Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced unexpected stimulation, including electrical currents shooting through the body for almost two years, electrical shocks in the back and chest, and a sensation of being grabbed in the chest, which led to a fear of having a heart attack. The patient consulted with a doctor and a cardiologist, and x-rays were conducted, but no physical abnormalities were found. The cardiologist confirmed that the patient's heart was fine. The issue remained unresolved, and the patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.